Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient with stenosis underwent posterior lumbar interbody fusion and decompression. Intra-op, the bottom piece of the shaft right behind the pins cracked through the entire bottom piece. Instrument still intact just cracked. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis : the tip of the shaft has been broken approximately 16 mm from the tip of the instrument. The angulation of the crack, and direction of tip deformation suggest torsional overload as the mechanism of failure.